Event description:
It was reported that a chemosafelock connecter was found to have been mislabeled. The reporter stated "event: product mix-up suspected. A kl-msu3 may have been packed in the unit box of kl-mnu". Use of actual sample was before use to the patient. The set was not contaminated with blood or body fluid. There was no reported impact of the event on the patient and medical institution worker. The reporter stated "complaint: product mix-up -one(1) actual sample was received connected to a terumo syringe(30ml). -spinning function exists in the sample that evident the sample is apparently kl-msu3". The event was noted during preparation and was detected prior to direct patient use. There was no patient harm reported.

Manufacturer narrative:
A couple of photos were shared by the customer. Where a syringe is connected to a chemosafe lock with a spinning mechanism, based on kl-mnu3 configuration this shouldn¿t have a spinning mechanism. No additional damage or anomalies are observed. One (1) opened/unused list# kl-mnu3, chemosafelock connecter was returned for evaluation. As received a spinning mechanism was confirmed on the returned set. Based on the item configuration of #kl-mnu3, these samples shouldn't have a spinning mechanism. No additional damage or anomalies are observed. The complaint of labeling does not agree with the type of product and can be confirmed based on the returned sample evidence. The probable cause was due to a mixing error during the packaging process at ensenada. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.